Event description:
The customer reported that the that the trs-robo-8 anchor tissue retrieval system, device was being used on (B)(6) 2026 during a robot chole procedure when it was reported ¿the bag ripped at the seam, causing the tissue that is in the bag to fall back into the patient cavity. This extended the time of the procedure and the time the patient was under anesthesia.¿. Further assessment questioning found that the specimen did not rupture or cause contamination to the patient. It was also confirmed that the specimen bag did not fragment. The current status of the patient is "stable discharged home.¿. The procedure was completed and there was no report of injury, medical intervention or extended stay for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G3: initial awareness date was 06 jul 26. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.